Manufacturer narrative:
H.6. Investigation summary: catalog 442023, batch no. 2326488. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was 1 molecular false positive. This is a report of one occurrence, and patient treatment not affected. The following information was provided by the initial reporter: what is the biofire (or other manufacturer) catalog number? Rfit-asy-0147. What is the biofire (or other manufacturer) lot number? Lot: 102123, lot: 662033, lot: 1371623, lot: 1901123. What results were reported to clinicians and was patient treatment affected in response? C.trop not reported and patient treatment not affected bactec 442023_2326488 molecular false positive with c.trop.

Manufacturer narrative:
G5: PMA/510(k)#: one additional code applies; k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was 1 molecular false positive. This is a report of one occurrence, and patient treatment not affected. The following information was provided by the initial reporter: what is the biofire (or other manufacturer) catalog number? Rfit-asy-0147. What is the biofire (or other manufacturer) lot number? Lot: 102123 lot: 662033 lot: 1371623 lot: 1901123 what results were reported to clinicians and was patient treatment affected in response? C.trop not reported and patient treatment not affected bactec 442023_2326488 molecular false positive with c.trop.